Event description:
It was reported that during the procedure, a long sheath and domestic intermediate catheter were used to establish access to the acoma (anterior communicating artery) aneurysm. An embolization microcatheter was advanced into the aneurysm cavity and the stent microcatheter was positioned at the contralateral a2 segment. After delivering the first coil into the aneurysm, the stent was introduced into the microcatheter and when it was pushed slightly forward, it became stuck and could not be pushed further. Multiple attempts were made to adjust the stent, but the issue was still encountered so the operator withdrew the stent system. The stent got stuck at the shaft of the microcatheter and deployed during retraction in the microcatheter shaft. The microcatheter was withdrawn and replaced. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the deployed stent was returned and noted to be deformed and broken. There were no anomalies noted to the stent delivery wire (sdw). The introducer sheath was not returned. Functional inspection was not performed as the stent had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events 'stent deformed' and 'stent broken/fractured during preparation' were both confirmed during visual inspection of the returned device. The reported events 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'following standard preparation procedures, the stent was introduced into the microcatheter for delivery. However, upon advancing the stent into the microcatheter and pushing it slightly forward, it became stuck and could not be pushed further. Despite multiple attempts to adjust, the issue was still encountered and the operator tried to withdraw the stent system. The stent got stuck at the hub and deployed during retracting, and the operator used his own technique to remove it out. The microcatheter was then withdrawn'. There was a product condition update that 'after the procedure was completed, upon inspecting the stent after retrieval, it was found that a section of the stent was kinked. When touching the kinked area during inspection, it broke at that area'. In addition, it was clarified in the follow-up responses that the stent got stuck in the microcatheter shaft and the stent also deployed in the microcatheter shaft. The stent was returned for analysis in a deployed condition. When inspected the stent was noted to be deformed and it was also broken/fragmented at the distal (open cell) end of the device. The introducer sheath was not returned for analysis. However, the stent delivery wire (sdw) was returned for analysis and was noted to be undamaged. The event description notes big resistance during advancement of the stent after it was initially transferred from the introducer sheath into the microcatheter lumen and on-going resistance/friction when it was being advanced inside the microcatheter. Given the event description and the condition of the returned atlas stent, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent through the microcatheter, resulting in damage to the stent. This is one possible explanation to explain the analysis findings. It is not clear how the stent ended up as damaged as it did and the sdw was undamaged. However, it is possible that the unknown technique which the user employed to remove the stent from the hub may have contributed to this. An assignable cause of procedural factors has been assigned to the 'as reported' events: stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during use, stent deformed and stent broken/fractured during preparation and 'as analysed' events: stent deployed prematurely during use, stent deformed, stent broken/fractured during preparation as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during transfer/use.

Event description:
It was reported that during the procedure, a long sheath and domestic intermediate catheter were used to establish access to the acoma (anterior communicating artery) aneurysm. An embolization microcatheter was advanced into the aneurysm cavity and the stent microcatheter was positioned at the contralateral a2 segment. After delivering the first coil into the aneurysm, the stent was introduced into the microcatheter and when it was pushed slightly forward, it became stuck and could not be pushed further. Multiple attempts were made to adjust the stent, but the issue was still encountered so the operator withdrew the stent system. The stent got stuck at the shaft of the microcatheter and deployed during retraction in the microcatheter shaft. The microcatheter was withdrawn and replaced. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.